Manufacturer narrative:
The suction was returned and analyzed. The suction was not able to verify when attached to a known good tracker returning a divot error of 2.4 mm to 2.7 mm. Codes 10, 180 and 4307 are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information received information regarding a navigation system that was discovered during initial testing of instruments when un-crating the system for a trial. It was reported that the 70 degree suction would not verify. Distance to divot was given as 3.7-4.2mm. They were able to verify if the instrument hovered above the divot. It was also reported that the instrument was damaged. There was no patient present at the time of the event.